Event description:
It was reported that ongoing occlusion alarms occurred during bolus delivery. The customer delivered multiple boluses due to occlusions continuing to occur during bolus delivery. Subsequently, the customer¿s blood glucose (bg) level lowered to 52-59 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the customer cleared the alarms and resumed insulin delivery.

Manufacturer narrative:
B5; remove code 2199.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that ongoing occlusion alarms occurred. The customer's blood glucose level ranged from 52-100 mg/dl. Reportedly, the customer cleared the alarm and resumed insulin delivery.